Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a (B)(6) 2020 hip arthroscopy/labral repair procedure four ar-3602h, hip fibertak suture anchors (lot 10298673), were used. One of the inserter tips (approximately 1.5 - 2 cm) broke off and was embedded in the patient's bone. Fragment was unable to be retrieved. Sales representative who was present reports the surgeon did not use excessive force to implant the device and followed the instructions from the technique guide.